Event description:
It was reported that during a lap gastric bypass procedure, the dr fired a long45a and the reload only partially fired. During this firing, peri-strips were used. This caused for add'l suturing and the opening of a new gun, and caused approx a ten minute delay in the case. The second long45a in the case also misfired, with the reload only laying staples on one side of the cut line. There were no peri-strips used during this fire. Again, suturing was required and a new gun had to be opened. Added approx ten minutes to the procedure. There was no pt consequence.